Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, inappropriate antitachycardia pacing therapy and high voltage therapy for an atrial fibrillation with rapid ventricular response rhythm due to atrial undersensing was observed. Programming change was made and the issue was resolved. The patient was stable and will continue to be monitored.